Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently, a few days later, a venogram revealed thrombus within the right common iliac vein and the external iliac vein. There was extensive thrombus within the iliac vein and the common iliac vein was totally occluded. There was an ivc filter in the infra renal position that was completely occluded. Approximately, five years later, CT revealed ivc filter was present below the level of the renal veins with minimal penetration of the filter struts. Therefore, the investigation is confirmed for occlusion of the ivc filter. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently, a few days later, a venogram revealed thrombus within the right common iliac vein and the external iliac vein. There was extensive thrombus within the iliac vein and the common iliac vein was totally occluded. There was an ivc filter in the infrarenal position that was completely occluded. Approximately, five years later, CT revealed ivc filter was present below the level of the renal veins with minimal penetration of the filter struts. Therefore, the investigation is confirmed for occlusion of the ivc. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the status of the patient is unknown.